Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap. Gastric by pass procedure the device cut but did not staple. Another product was used to complete the case with no patient consequence.